Manufacturer narrative:
(B)(4). The device evaluation was completed for the reported event of sponge being separated from the cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacturing of this lot; however, the review did reveal similar complaints for this issue with this lot number. A visual inspection verified the reported event; the sponge was found to be completely separated from the cap. The cause of this issue could not be determined. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was completely separated from a minicap. There was no patient involvement. No additional information is available.